Event description:
During a pvi atrial fibrillation procedure, persistent blood backflow was observed from the agilis sheath. Despite applying a water seal, the blood leakage continued upon insertion of an advisor hd grid x catheter. As the procedure was in the 'post map' stage, the sheath was not exchanged, and the case was completed without adverse patient consequences.